Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00095667. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 4/16/2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, device evaluation was completed. On (B)(6) 2019, mentor became aware that the patient underwent bilateral bilateral explantation and replacement with catalog number 3504501bc; serial number (B)(4) on the right side and with catalog number 3504501bc; serial number (B)(4) on the left side on (B)(6) 2018. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade IV on the right and grade iii on the left manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00095667. It was reported that a (B)(6) female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on both sides and was presented with bilateral capsular contracture; baker grade IV on the right and grade iii on the left postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3504501bc; serial number (B)(4) on the right side and with catalog number 3504501bc; serial number (B)(4) on the left side on (B)(6) 2018. This report is for the patient¿s right-sided device.